Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose level was 25.5 mmol/l. Customer also reported that the insulin pump alarmed change sensor and they changed it and still getting change sensor alarm. Customer would like to continue troubleshooting. Customer reported they did not receive a calibration not accepted alert. Customer was advised to inspect sensor to determine if it is securely taped to skin or if it has moved and they found all normal. Customer reported that the consecutive sensor alerts with different sensors. Customer was unable to run test on transmitter. Customer reported that the transmitter did not start the warm up. Customer was explained we will need to delete the transmitter assisted in deleting and repairing the transmitter did the step for test plug again. Customer was advised that the transmitter was functioning correctly. Insulin pump will not be returned for analysis.